Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a temperature (temp - physical damage) issue. The customer stated that there was damage to the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/01/2016 with the following findings: a review of the pump¿s black box revealed no activity relating to the original complaint. No overheating was duplicated during testing. The pump¿s electrical current draws were found to be within specification. Unrelated to the original complaint, there was corrosion observed in the battery compartment. A leak test failed due to a battery compartment leak. The pump was opened and there was no damage or further evidence of moisture found. (B)(4).